Event description:
Use libre 3 plus. At 10:14 pm cgm alarm went off with device showing a glucose reading of 69 and arrow on screen pointing straight down. Did a finger stick and glucometer showed a glucose reading of 133. Then at 10:18 pm, screen on our phones shows "sensor error". Phones lose connection but phone is only about 2 feet from the libre 3 plus. When connection comes back, at about 10:25 pm, the graph on the screen shows that the low glucose reading was 108, not 69. At 10:37 pm the sensor loses connection again. Very troubling when it is possible that my wife is going into hypoglycemia. The similar situation happens during the nights and early morning of (B)(6) 2025. We changed the libre 3 plus sensor (sensor lets us know when we need to change out the sensor, typically in 15 days) in the early afternoon of (B)(6) 2025. Apparently, no problems with the previous sensors. The lot number on the sensor is t60003030, sn (B)(6). Expiration 2025-11-30. We have 5 more sensors with the same lot and serial numbers. A very dangerous situation considering the health implications.